Event description:
A company representative reported that an aviator punch awl was jammed during surgery. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation. H3 other text: device not returned by user.

Event description:
A company representative reported that an aviator punch awl was jammed during surgery. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.